Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm and motor error alarm. Customer's blood glucose was unknown. Customer was hard to hear. No troubleshooting was done. Customer will not be returning the device for analysis.